Manufacturer narrative:
(B)(4). Firing trigger teeth, reload. Batch # m52k65. Conclusion: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr35w cartridge loaded in the device. The reload was received unfired and in good visual conditions and with the lockout spring normal. No functional test could be performed due to the condition of the device. Please note that a 45mm device is designed to work only with 40mm cartridges, for further loading instructions please refer to the IFU. It should be noted that when attempting to fire a 45mm device with a 35mm cartridge reload, the device may be damaged while trying to fire. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It is possible that the device was attempted to fire on an incorrect cartridge reload than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just to confirm, when only the proximal of the cartridge fired, did the device cut? If yes, were the cut line and staple line approximately equal in length? Yes, it cut equally.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, only proximal of cartridge would be fired. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.